Event description:
Porcine valve degeneration -recent increase sob, dx-acute pulmonary syndrome, severe mitral insufficiency. Pt developed respiratory failure & pulmonic sepsis, thus resulting in septic shock and acute renal failure requiring dialysis. Dialysis and ventilator support since last week leukocytosis with mild fever.